Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2023. H9 (FDA correction/ removal reporting no): 3005423519-10/12/2021-001-r. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old female who underwent primary breast augmentation with mentor smooth round high profile 460cc saline prostheses experienced bilateral deflation post procedure. The devices began to shrink. As a result, an explant is scheduled for (B)(6) 2023. See 1645337-2023-05492 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on may 24, 2023. The explant date was clarified to be (B)(6) 2023. Manufacturer¿s reference number: (B)(4).